Manufacturer narrative:
The drill was returned to the manufacturer, however, the complaint could not be replicated. Internal components were evaluated and corrosion was discovered within the motor assembly. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor assembly was replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a spinal procedure, the drill unintentionally activated while sitting on a surgical tray. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported and no other adverse consequences were alleged with this event.